Event description:
An endurant stent graft system was implanted in patient for endovascular treatment of an abdominal aortic aneurysm. It was reported that approximately seven years after the index procedure , the patient presented emergently. The patient acquired infection from urethral catherization. As a result, the stent graft was infected. The patient received treatment. The stent graft system was explanted and an open tube graft was implanted. The event was resolved. Per the physician, the cause of the events could not be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Other relevant device is: catalogue # enlw1616c124e, serial (B)(4), use by date: 2013-07-06, manufacture date: 2011-07-11, (B)(4). If information is provided in the future, a supplemental report will be issued.